Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation could not be confirmed due to the absence of photographic evidence submitted for investigation. Based on the information available ¿ which may include the returned device (if applicable), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most probable cause. The most likely cause is attributed to user error, such as improper bone preparation, misaligned insertion, or prying and leveraging of the device during the procedure.

Event description:
On 09/16/2025, an arthrex subsidiary employee reported via email that an ar-8990 fibertak dx suture anchor experienced an issue during insertion. After drilling a bone hole with a 1.6 mm drill near the attachment site of the medial collateral ligament on the distal humerus, the anchor was inserted but failed to secure and subsequently pulled out. As a result, an additional bone hole was drilled in a different location using a 1.35 mm drill. The anchor was reinserted and secured successfully without further issues. The patient's bone quality was assessed as good. The case was completed without complications, no significant delay occurred, and no additional anesthesia was administered. No photos were taken of the event. The issue was identified during an elbow ucl repair procedure performed on (B)(6) 2025, with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.